Event description:
Consumer called to report comparing readings from their logic meter with another meter and receiving different results. Analysis run on clark error grid using competitive readings (140, 36) as ref. Point vs. Bd readings (260, 97) yielded data points in the c/d range of the grid, outside of acceptable limits.